Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report. Not returned to the manufacturer

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock between 26-nov-2008 and 11-may-2009. There have been no other events for the lot referenced. The received device was evaluation and one of the locking tabs on the front end of the device was found to tbe broken off. The event was confirmed. The investigation concluded that the device fractured in an overload condition, due to bending loads. The application of the device involves impaction and extraction; however the device may have fractured due to toggling during extraction, causing an overload condition of bending forces. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
During a triathlon total knee replacement, 2 instruments broke during use. 6541-7-806- one of the locating tabs that is on the instrument broke off when impacting the 4 in 1 cutting block, the instrument broke after it was used/needed. 6003-300-010- the adjusting rod on the cutting block was struck buy the drill attachment as the surgeon was inserting a pin into the hole closest to the adjusting bar, causing it to break.

Event description:
During a triathlon total knee replacement, 2 instruments broke during use. A 6541-7-806- one of the locating tabs that is on the instrument broke off when impacting the 4 in 1 cutting block, the instrument broke after it was used/needed. A 6003-300-010- the adjusting rod on the cutting block was struck buy the drill attachment as the surgeon was inserting a pin into the hole closest to the adjusting bar, causing it to break.